Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under local anesthesia. It was reported that on (B)(6) 2021, a computerized tomography (CT) sim was performed and it showed a possible rectal wall infiltration. The physician did a digital rectal exam (dre) and felt some roughness in the rectum but no obvious spaceoar. The patient also started having increased urinary and bowel symptoms prior to and during the radiation therapy. The patient had episodes of having to urinate and have a bowel movement at the same time every 2 hours. There was also some blood in the stool more recently, but it was related to his existing hemorrhoid that flared up due to the repeated bowel movement. No treatment was given to the patient. Reportedly, the patient has fully recovered and completed 5 fractions of external beam radiation therapy (ebrt).